Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for non-sustained v oversensing due to intermittent oversensing was observed. Since programming changes were not resolve the oversensing, lead revision was suggested. The patient had no events.

Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory after reviewing the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise that triggered the oversensing remains undetermined.

Event description:
New information received indicates that the device was explanted. The patient tolerated the procedure well and will be followed normally.